Event description:
A volume discrepancy was reported; the "entire drug was in the pump." There were two motor stalls in the logs: one on (B)(6) 2011 with recovery and on (B)(6) 2011, "MRI was done on this day"; the second one was on (B)(6) 2012 at 8:06 and recovery 9:21. Pump logs were noted to have normal events. A motor/roller study was done and the pump appeared to be working fine, so they were replacing the catheter since "they couldn't pull any drug back." The actual residual volume was later reported as 20ml greater than the expected residual volume which was 8ml. Patient experienced no pain relief. It was added that the first motor stall recovered within two hours and the cause of the second motor stall was another MRI. Healthcare provider (hcp) thought that the catheter was occluded and placed a new catheter. A "nice csf (cerebrospinal fluid) flow" was received from the new catheter, so they "assumed the old catheter was the problem." Drugs delivered via the device were morphine 30mg/ml, bupivicaine 30mg/ml and clonidine 250mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk; pouch model: 8590-1, (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).